Manufacturer narrative:
The involved device was not returned for evaluation, which limits the failure investigation to assessment of user facility information and evaluation of reserve samples from the reported lot. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A simulation test was performed on a retention samples. The needle was securely attached onto the syringe with a push and twisting motion. The cover was removed and aspirated sterile water and injected into a rubber cork, 90 and 45 degrees respectively. The needle did not bend during the whole process of aspiration and injection. A review of the device history records and inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
As stated in the b5 section, this report is being submitted as follow-up no. 2 for mfg. Report no. 3003902955-2014-00016 to provide a correction to the g4 date that was documentated in the initial report. The date that was initially reported was (B)(6) 2014 the correct date is (B)(6) 2014.

Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 3003902955-2014-00016 to provide a correction to the g4 date that was documentated in the initial MDR report. The g4 date that was initially reported was (B)(6) 2014 the correct date is (B)(6) 2014.

Event description:
The user facility reported that the needles are bending in the middle of the shaft during administrating vaccines. Follow-up communication with the user facility confirmed the following: (1) vaccines were being administered to children in the anterior lateral thigh muscle; (2) the children are between the ages of one to four years of age; (3) the bending of the needle caused the various medication to not reach the intended location and resulted in several children requiring antibiotic treatment for cellulitis; (4) 2 male and 2 female patients were treated with antibiotics for cellulitis; and (5) no serious injury occurred as a result.

Manufacturer narrative:
The involved device was not returned for evaluation, but 89 pieces of unopened samples have been returned to the manufacturing facility for evaluation. Visually inspection of the returned samples along with retention and current lot samples did not reveal any defects or abnormalities. Function testing on the samples confirmed that performance specifications were met. A simulation test was performed on a retention samples. The needle was securely attached onto the syringe with a push and twisting motion. The cover was removed and aspirated sterile water and injected into a rubber cork, 90 and 45 degrees respectively. The needle did not bend during the whole process of aspiration and injection. A review of the device history records and inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 3003902955-2014-00016 to provide additional information regarding the evaluation of returned unopened samples.